Event description:
Pt had coronary angiogram with intervention performed. Right femoral angiogram performed and shaved site to be good for vascular closure device - starclose device utilized. Pt returned to cath lab with complaints of right leg and foot pain. Angiogram of right grown performed - showed complete occlusion of right sfa at previous arterial puncture site. Pt had right leg vascular surgery thirteen days later and closure device was removed.